Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged stuck button alarm and pump error 68 alarm found on (B)(6), 2020. Device powered up properly after battery installation. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored for several minutes and the test battery was removed and the insert battery alarm noted. No unexpected pump restart or pump error 68 alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6)2020 13:11:22.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6)2020 13:11:46.000 and 07/04/2020 13:12:11.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2020 13:11:46.000 (B)(6) 2020 13:12:02.000 (B)(6) 2020 13:12:11.000 (B)(6) 2020 13:12:38.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2020 13:12:38.000 all buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on 07/04/2020 13:11:23.000 due to corrosion on the electronic assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Pump error 68 alarm was not confirmed. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and insulin pump error. Customer reported unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.